Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent morning low blood glucose readings before 9 a.m., used 20¿30 grams of oral carbohydrates to treat, and the glucose was trending upward at the time of contact while using a libre 3 plus cgm. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a specific device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.